Manufacturer narrative:
The reported events of failure to capture and signal noise were not confirmed. The device was received with normal outputs and normal leads impedance. Final analysis performed did not identify any functional issues. Longevity assessment found that the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2024-73019. It was reported that the patient presented to the hospital experiencing syncope. Upon interrogation, it was noted that the pacemaker and the right ventricular (rv) lead exhibited intermittent and a total loss of capture (loc) at high output and increased pulse width. Additionally, the pacemaker and the rv lead was noted to exhibit noise. The noise was intermittently reproducible with isometrics test. The pacemaker was explanted and replaced while the rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.